Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl at an unknown concentration and dose. It was reported that during surgery, the patient's catheter was accidently cut. The hcp was asking how to turn the pump off and for the password. The catheter had a tear/hole/fracture due to the cut made during back surgery. No patient symptoms were reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.